Event description:
Patient was in the special procedures area and prepped as usual for procedure. Consent received and appropriate time out conducted. Oral local administered by the cardiologist followed by sedation administered by crna. Tee (transesophageal echocardiograph) probe was attached to echo system as usual and calibration phase completed. The physician introduced the probe into the esophagus of the patient, within approximately a minute of the probe placement the echo machine displayed an error message and locked up. The system was rebooted as the error message directed and it errored out immediately after the re-boot. The machine was shut down, and the probe disconnected from the machine. Someone went to the echo department to get another machine. Anesthesia maintained the airway and the cardiologist held the probe in place during this time, as pulling and reinserting probe was a less desirable more dangerous option. When the other echo machine arrived, approx 4-5 minutes, it was booted it up, and the EKG lead harness and tee probe from the original machine were connected to the replacement. Patient data was pulled from the work list and then we were able to proceed with the procedure without further incident.we have a second machine that failed with the exact same errors approximately 1-2 weeks prior to this one.the two machines both failed about 1-2 weeks apart. The manufacturer replaced the naim (neo analog input module) in both machines.